Event description:
It was reported that the pt was in a car accident on (B)(6) 2012. She suffered a brain hemorrhage and did not charge her ipg for 2 months. She currently has no stimulation and cannot locate her ipg with multiple chargers or her programmer. Also, her programmer is giving an ipg communication error. The pt is working with her physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.